Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("allergy nickel"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event injury were updated to dysmenorrhea cramping),chronic pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: nickel, perforation:other,plaintiff did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.